Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: during investigation, the keypad rubber was thinning at the bottom. The pump powered up with an unresponsive keypad. The keypad rubber was undamaged. The keypad was removed to find no contamination or damage to the button contacts. The reported tactile changes were duplicated. Moisture was found on the display inside the pump. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The battery base was cracked between the display lens and the keypad. A leak was found in the battery compartment. The pump cover was removed to find further moisture corrosion on the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs with moist) issue. The reporter alleged the keypad buttons were thinning prior to the up arrow, down arrow, contrast, and ok buttons being under responsive. There was moisture behind the display lens. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.